Event description:
It was reported that the patient underwent cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and experienced cardiac tamponade treated with pericardiocentesis. During cardiac ablation procedure, the patient experienced cardiac tamponade, and the physician suggests it is because of catheter maneuvering. The patient was treated with pericardiocentesis. The patient fully recovered. The physician's opinion on the cause of the adverse event is catheter handling. Procedural act (activated clotting time) was >300 seconds. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).